Event description:
User received instrument alarms and upon inspection noted the f3 fuse had blown. User replaced fuse, powered up the instrument and during instrument initialization received the same instrument alarms. User inspected the fuses again and stated "fuse f3 began to spark and there was a burning smell". User powered the instrument off and said their maintenance department removed the fuse and it was obviously blown. No patients affected, and operator was not harmed. The field service representative determined cause was electronic failure of cooling unit. He replaced cooling unit and power control pcb due to melted fuse holder. To verify analyzer performance, he initialized analyzer and ran controls with no errors.

Event description:
Caller states customer attempted to use the aviva system but was unable to obtain a result due to a dead battery. Customer tested 311 mg/dl on professional device and was treated with unspecified insulin and sent home from the physician's office. Customer later went to the hospital and tested 301 mg/dl on professional device. She was treated with unspecified insulin and given a cat scan which revealed a tumor in her stomach. Customer was admitted to the hospital for one week and placed on a feeding tube. Requested return of suspect device, and replacement was sent.